Manufacturer narrative:
Updating FDA reporting follow up task owner.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 7000tfx 31mm valve, implanted approximately for eight (8) years and seven (7) months, underwent a valve-in-valve procedure due to severe mitral stenosis and severe mitral regurgitation. There was mitral valve deterioration with fusion of two of the leaflets. The mean gradient was 10mmhg. A tmvr was successfully performed with a 9600tfx 29mm. The patient tolerated the procedure well and was transferred to the sicu in stable condition. She was stable for discharge home on pod #4. This is a (B)(6) female with a past medical history of atrial fibrillation, chf, holosystolic murmur, hld, and htn.